Event description:
It was reported that the device wasn't holding a charge and hadn't been used in over a year. An overdischarge was confirmed. A physician mode recharge was planned. There were no patient symptoms. It was later reported that there was normal battery depletion. The ins was replaced with a new device by the hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger;, product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).